Manufacturer narrative:
The event occurred in the us. It was reported that a leakage on the pump housing in the hls set was noticed during patient use. The hls set was exchanged with a new one without consequences for the patient. No harm to any person has been reported. The affected product was investigated at the getinge laboratory. A leakage from the pump housing was not confirmed. But, a leakage at the venous sampling luer lock connector could be detected, which was not reported by the customer. The most probable cause of the reported failure was determined to be a leakage from the venous sampling luer lock connector by the customer inadequately to the attached sampling line. For the customer it was not visible due to the pump cover. Customer will be informed about this fault by getinge sales and service unit. Based on the investigation results the reported failure "leakage pump housing" could be confirmed and was caused by an inadequately attached sampling line by the customer. This complaint was found in the database of customer complaints for the hls set with lot 701069078 as a single event (timeframe from 2023-06-23 to 2022-06-23). The production records of the affected beq-015703112 #shls module advanced adult with lot#3000262976 were reviewed on 2023-08-24. According to the final test results, the beq-015703112 #shls module advanced adult with lot#3000262976 and serial number (B)(6) passed the tests as per specifications. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that a leakage on the pump housing in the hls set was noticed during patient use. The hls set was exchanged with a new one without consequences for the patient. No harm to any person has been reported. Complaint ID: (B)(4).